Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
The preoperative and postoperative diagnosis was sui, cystocele, rectocele, and persistent cin. The procedure performed was a tvh, anterior and posterior colporrhaphies, ivs suburethral sling, cystoscopy, and mccall culdoplasty.